Event description:
It was reported that postop interrogation revealed no capture and no sensing on the right atrium leadless pacemaker (ralp). X-ray was performed and confirmed ralp dislodgement and embolizing in the pulmonary artery. It was noted that the current of injury was minimal at the time of implant. The physician elected to explant and replace the ralp. The patient was stable before, during, and after the procedure.